Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument was noted with a mechanical defect. The procedure was completed with no report of patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 08-jun-2026: the instrument, which was controlled from the console, could no longer rotate properly. The rotation was faulty. Suspected cause: a broken bowden cable. The procedure was completed with a replacement instrument. There was no patient injury